Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) had significant sensing issues with over and undersensing. It was also questioned if there was perhaps a positional problem at the implant site. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.